Event description:
It was reported that the collar of the intracavity 3d9-3v transducer broke off, exposing the metal underneath. The transducer was associated with the epiq 7 ultrasound system at the customer¿s site. The issue was found outside of clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.